Event description:
It was reported that a cgm error occurred, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset, and after the reset, the error did not reappear, enabling the caller to successfully start their sensor session.